Event description:
It was reported that the patient was experiencing ongoing numbness and tingling in the right leg, extending to the foot. Three emergency room visits occurred, followed by hospital admission on (B)(6) 2025. The recent admission revealed negative testing for any correlation. The patient spoke with the clinical specialist during which the stimulation device was turned off, resulting in reduced leg pain. The numbness and tingling persisted despite the device remaining off. The patient has requested a call back from the clinical specialist. They also have a follow up doctor appointment on (B)(6) 2025. It was later reported the pain has since progressed to numbness. Reporting pins and needles sensation in the foot. The patient also experiences pain in the left leg and cramping in calves intermittently at night when they are trying to sleep. At the doctor appointment, the neurologist indicated that the device may need to be explanted if it is the cause of the numbness. The patient will also go to physical therapy. The stimulation remained off. The patient was advised to bring their remote to all future medical appointments while the patient and their doctors investigate this. It was later reported that the device was explanted on (B)(6) 2025. The implanting physician consulted with the neurologist. They both believe the underlying cause is psychological as the patient has a history. There were no further complications reported.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block d10: model number/catalog number: 1201 serial number: (B)(6) batch/lot number: al1k631590 model/catalog description: tined lead unique identifier (UDI) #: (B)(4). Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the product was not returned. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of muscle spasm, numbness, pain, and tingling can be related to nerve activation (unintended) - includes stimulation from ipg, epg and, at time of implant, foramen needle and cp, nerve injury (including numbness), and pain or discomfort was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Correction: block b5 statement. Block d6: explant date block g2: report source.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient was experiencing ongoing numbness and tingling in the right leg, extending to the foot. Three emergency room visits occurred, followed by hospital admission on (B)(6) 2025. The recent admission revealed negative testing for any correlation. The patient spoke with the clinical specialist during which the stimulation device was turned off, resulting in reduced leg pain. The numbness and tingling persisted despite the device remaining off. The patient has requested a call back from the clinical specialist. They also have a follow up doctor appointment on (B)(6) 2025. It was later reported the pain has since progressed to numbness. Reporting pins and needles sensation in the foot. The patient also experiences pain in the left leg and cramping in calves intermittently at night when they are trying to sleep. At the doctor appointment, the neurologist indicated that the device may need to be explanted if it is the cause of the numbness. The patient will also go to physical therapy. The stimulation remains off. The patient was advised to bring their remote to all future medical appointments while the patient and their doctors investigate this. The patient is requesting to speak to the clinical specialist. It was later reported that the device will be explanted on (B)(6) 2025. The stimulation will remain off. The implanting physician consulted with the neurologist. They both believe the underlying cause is psychological as the patient has a psych history.